Event description:
Clarification was received: the removal of the plate was due to adjacent disc disease; an "inter" body was being placed at the level above and a different plate implanted. The surgeon easily retrieved the single broken piece in about 30 seconds. The surgery was delayed for 1.5-2 hours due to use of the incorrect removal set. It was reported that the patient did not experience any adverse effects as a result of the incident. A picture was provided that confirmed breakage of the tip of the instrument.

Manufacturer narrative:
Event: updates received. Investigation results: up to now there is no instrument available for analysis. Because the batch is unknown, a batch history review is not possible. The root cause for the problem is most probably usage related. As in the complaint description mentioned, the surgeon used the screwdriver for the wrong system (not intended use). A CAPA was not necessary.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product quintex screw driver. Dr. Was removing a cervical plate with the quintex screw driver. He thought the plate was the quintex but it was the abc2 plate. The surgeon broke the tip of the screw driver trying to use it in the wrong plate system. The procedure was a cervical plate removal. An additional medical intervention was necessary retrieve the proper removal instrument and a burr. Additional information was not provided. The adverse event/malfunction is filed under aag reference (B)(4).